Event description:
It has been reported to philips that the system will not switch on. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system had malfunction in the geometrical movement and table had a position slip in height movement. Further review of system error log files revealed geometry error. Most likely cause was geometry hardware. The fse restarted the system and recalibrated the table. The device thereafter resumed normal operation in accordance with its specifications. The codes were updated based on the investigation outcome.